Event description:
Per the clinic, the patient developed an mrsa infection at the abutment site. The patient was treated with oral antibiotics and a topical antibiotic ointment on 4 occasions (specific dates not reported) for 21 days duration per occasion. The patient underwent a surgical procedure to remove the abutment. The implanted device remains.